Manufacturer narrative:
As the lot number for the device has not been provided, a review of the device history records could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: multiple fractures in the left leg and right ankle; as well as, multiple lacerations of the spleen were sustained from a motor vehicle accident. A vena cava filter was deployed for history of pulmonary embolus, possible dvt due to the leg and ankle fracture and a pending ankle surgery. The filter was deployed inferior to the renal takeoffs, without incident. Approximately five years post filter deployment, a CT scan demonstrated right lower lobe pulmonary emboli. A follow-up CT scan performed approximately five years and nine months post filter deployment demonstrated some filter limbs perforating the ivc wall. Additional follow-up CT scans performed over the next year demonstrated a pericardial effusion, the radiologist reports did not indicate a relationship between the vena cava filter and the pericardial effusion. Ultrasound performed of the lower extremities demonstrated thrombus extending from the left common femoral vein through the left popliteal vein. Approximately 11 years post filter deployment diagnostic x-rays of the ribs demonstrated a thin metallic density noted in the left upper quadrant of the abdomen. Six months following the diagnostic x-rays of the ribs, a surgical procedure was performed to remove the foreign body from underneath the eighth rib without incident. The pleural cavity was not opened; only subcutaneous tissue was dissected to remove the foreign body. The patient was reportedly hemodynamically stable at the conclusion of the surgical procedure. The pathology report indicated that a silver metallic wire measuring 4 cm in length was identified. Subsequent ultrasound procedures demonstrated recurrent dvt extending from the left common femoral vein through the left popliteal vein. Approximately 12 years post filter deployment a CT scan the abdomen demonstrated some filter limbs perforating the ivc wall with one filter limb bent in an upward position. The CT scan demonstrated three detached filter limbs; one filter limb was located in the right pulmonary artery, another was identified in the small bowel mesentery, the third detached limb was embedded in the ivc wall. Approximately 12 years and five months post filter deployment a successful percutaneous filter retrieval procedure was performed. The vena cava filter was captured and retrieved using a snare device and surgical forceps. An attempt to retrieve one detached limb embedded in the ivc wall was unsuccessful. Visual inspection identified four detached filter limbs. Guided fluoroscopy demonstrated one detached limb superior to the filter apex, a second detached limb was projected over the left small bowel mesentery. The third fragment was located in the right pulmonary artery. The fourth detached filter limb was previously removed surgically between the 8th and 9th rib. The filter was sent to pathology for review, the pathology report indicated a blue metallic vena cava filter with no attached tissue, there were eight filter limbs attached to the filter. The no other reported attempts were made to remove the remaining detached filter limbs. The patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was successfully deployed. Five years post filter deployment, pulmonary emboli was identified in the right lower lobe. Five years and nine months post filter deployment, filter limbs were identified perforating the wall of the ivc. Eleven years post filter deployment a metallic foreign object was identified near the eighth rib which was surgically removed. Twelve years post filter deployment three detached limbs and one bent limb were identified. The filter was removed using a snare device and surgical forceps. Based on the medical records the investigation is confirmed for detached filter limbs, perforation of the ivc, material deformation and difficult to remove. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Recovery filter removal: do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. (B)(4).

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately five years post vena cava filter deployment for a history of pe and a contraindication to anticoagulation, a CT scan demonstrated pe in the right lower lobe. Subsequent follow-up CT scans and ultrasound were performed over the next year; CT scans demonstrated filter limb perforation in the ivc and ultrasound demonstrated dvt in the left leg. Approximately 11 years post filter deployment, diagnostic x-rays demonstrated a thin metallic density located around the 8th rib. Six months later a surgical procedure was performed to remove the foreign body without incident. Approximately 12 years post filter deployment, a CT scan demonstrated filter limb perforation in the ivc with one filter limb bent in an upward position. There were three detached filter limbs; one limb in the right pulmonary artery, one limb in the small bowel mesentery, and one limb was embedded in the ivc wall. Five months later a filter retrieval procedure was performed to remove the filter without incident. Despite an attempt made, the detached limb embedded in the ivc wall was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review (first): multiple fractures in the left leg and right ankle; as well as, multiple lacerations of the spleen were sustained from a motor vehicle accident. A vena cava filter was deployed for history of pulmonary embolus, possible dvt due to the leg and ankle fracture and a pending ankle surgery. The filter was deployed inferior to the renal takeoffs, without incident. Approximately five years post filter deployment, a CT scan demonstrated right lower lobe pulmonary emboli. A follow-up CT scan performed approximately five years and nine months post filter deployment demonstrated some filter limbs perforating the ivc wall. Additional follow-up CT scans performed over the next year demonstrated a pericardial effusion, the radiologist reports did not indicate a relationship between the vena cava filter and the pericardial effusion. Ultrasound performed of the lower extremities demonstrated thrombus extending from the left common femoral vein through the left popliteal vein. Approximately 11 years post filter deployment diagnostic x-rays of the ribs demonstrated a thin metallic density noted in the left upper quadrant of the abdomen. Six months following the diagnostic x-rays of the ribs, a surgical procedure was performed to remove the foreign body from underneath the eighth rib without incident. The pleural cavity was not opened; only subcutaneous tissue was dissected to remove the foreign body. The patient was reportedly hemodynamically stable at the conclusion of the surgical procedure. The pathology report indicated that a silver metallic wire measuring 4 cm in length was identified. Subsequent ultrasound procedures demonstrated recurrent dvt extending from the left common femoral vein through the left popliteal vein. Approximately 12 years post filter deployment a CT scan the abdomen demonstrated some filter limbs perforating the ivc wall with one filter limb bent in an upward position. The CT scan demonstrated three detached filter limbs; one filter limb was located in the right pulmonary artery, another was identified in the small bowel mesentery, the third detached limb was embedded in the ivc wall. Approximately 12 years and five months post filter deployment a successful percutaneous filter retrieval procedure was performed. The vena cava filter was captured and retrieved using a snare device and surgical forceps. An attempt to retrieve one detached limb embedded in the ivc wall was unsuccessful. Visual inspection identified four detached filter limbs. Guided fluoroscopy demonstrated one detached limb superior to the filter apex, a second detached limb was projected over the left small bowel mesentery. The third fragment was located in the right pulmonary artery. The fourth detached filter limb was previously removed surgically between the 8th and 9th rib. The filter was sent to pathology for review, the pathology report indicated a blue metallic vena cava filter with no attached tissue, there were eight filter limbs attached to the filter. The no other reported attempts were made to remove the remaining detached filter limbs. The patient was hemodynamically stable at the conclusion of the procedure. Medical records review (second): the vena cava filter was percutaneously retrieved without incident; although, three detached filter legs remained in place. One filter leg located in the right pulmonary artery, one filter leg in the retroperitoneum adjacent to the ivc at l3 l4 the lumbar spine, and a detached leg in the peritoneal cavity. One week post filter retrieval a doppler echo transthoracic echocardiogram was performed to demonstrate mild enlargement of the right ventricular, the systolic wall of the left ventricle, aortic valve, and mitral valve were normal. There was mild to moderate mitral and tricuspid. No pericardial effusion was identified; the estimated ejection fracture was 60 to 65%. A follow-up chest x-ray performed demonstrated the lungs were clear with no large pleural effusions identified, no evidence of active pulmonary tb. Approximately 6 weeks post filter retrieval a pelvis x-ray was performed to rule out foreign body, there was no radiopaque ivc filter limbs identified. Approximately 2 months post filter retrieval a diagnostic laparoscopic procedure was performed. The laparoscopic cameras did not identify a detached filter limb. The laparoscopic procedure performed inspected the colon and small bowel, from the ligament of treitz all the way to the terminal ileum with no identification of any metallic object. A fluoroscopic c-arm was positioned over the abdominal cavity did not demonstrate any findings of a radiopaque foreign body; however, guided fluoroscopy did demonstrate a metal filament at the level of the sigmoid. The laparoscopic camera was positioned in the lower abdominal cavity; however, the metal filament could not be visualized. The physician felt the metal filament was covered by the peritoneum, in which case, risk to the patient was minimal. The physician felt there was a higher risk in the attempt to remove the metal filament into even place. The following day another pelvis x-ray was performed; the pelvis x-ray did not demonstrate a radiopaque ivc filter wire in the pelvis. No other pertinent patient, device, or medical information was provided. The patient status at this time is unknown. Image/photo review: based on the images provided, the identity the filter cannot be confirmed. Based on images provided, the filters position within the ivc cannot be confirmed. Based on the images provided, the filter was deployed at the level of l2-l3 the lumbar spine, can be confirmed. Conclusion: the device was not returned. Images were provided. Medical records were provided. A vena cava filter was successfully deployed. Five years after filter deployment pulmonary emboli identified in right lower lobe. Five years and nine months post filter deployment, filter limbs were identified perforating the wall of the ivc. Eleven years post filter deployment a metallic foreign object was identified near the eighth rib which was surgically removed. Twelve years post filter deployment three detached limbs and one bent limb were identified. The filter was removed using a snare device and surgical forceps. Based on the medical records the investigation is confirmed for detached filter limbs, perforation of the ivc, material deformation and difficult to remove. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation of other acute or chronic damage of the ivc wall - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Recovery filter removal - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately five years post vena cava filter deployment for a history of pe and a contraindication to anticoagulation, a CT scan demonstrated pe in the right lower lobe. Subsequent follow-up CT scans and ultrasound were performed over the next year; CT scans demonstrated filter limb perforation in the ivc and ultrasound demonstrated dvt in the left leg. Approximately 11 years post filter deployment, diagnostic x-rays demonstrated a thin metallic density located around the 8th rib. Six months later a surgical procedure was performed to remove the foreign body without incident. Approximately 12 years post filter deployment, a CT scan demonstrated filter limb perforation in the ivc with one filter limb bent in an upward position. There were three detached filter limbs; one limb in the right pulmonary artery, one limb in the small bowel mesentery, and one limb was embedded in the ivc wall. Five months later a filter retrieval procedure was performed to remove the filter without incident. Despite an attempt made, the detached limb embedded in the ivc wall was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. New information received: medical records were received and reviewed. The vena cava filter were percutaneously retrieved without incident. No attempt was made to retrieve the three detached filter limbs from the pulmonary artery, retroperitoneum, or the peritoneal cavity. A follow up echocardiogram performed did not demonstrate a pericardial effusion. Approximately six weeks post filter retrieval a pelvis x-ray did not demonstrate a detached filter limb. A laparoscopic procedure was performed throughout the abdominal cavity; although, no metal foreign body was visualized from the laparoscopic camera. However, guided fluoroscopy demonstrated a metal fragment at the level of the sigmoid. The physician felt there was minimal risk to the patient as the metal filament was covered by the peritoneum. A follow-up pelvis x-ray did not demonstrate a radiopaque detached filter limb.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records and images were provided and reviewed. Based on the images provided, the identity of the filter and the filter¿s position within the ivc cannot be confirmed. Based on the images provided, the filter was deployed at the level of l2-l3 the lumbar spine, can be confirmed. Approximately five years and two months post deployment, a computed tomography angiography of chest showed an intraluminal filling defect was present in the distal right lower lobe segmental artery, extended into the sub segmental branches consistent with right lower lobe pulmonary embolus. Around eight months later, a computed tomography of abdomen and pelvis showed some of the struts of the filter projected out through the inferior vena cava wall. Around five years and five months later, a computed tomography of abdomen and chest showed that there was a thin 3.2-cm length high density structure deep to the left lateral 8-9 rib interspace and deep to the lateral left ninth rib, which may represent a foreign body. The study also showed all the legs of the filter extended beyond the wall of the inferior vena cava into the adjacent soft tissues. The next day, during vascular surgery consultation, the filter was noted with its legs extended into the subcutaneous soft tissues of the left lower chest wall. Around five months later, a chest wall exploration was performed to remove the foreign body in the left chest wall. The foreign body was removed intact underneath the left 8th rib. A surgical pathology report described that a silver metallic wire was received which measured 4 cm in length and less than 0.1 cm in diameter. Around two months later, a computed tomography study demonstrated multiple filter legs extended outside the confines of the inferior vena cava and there was one leg that extended superior to the rest of the filter, laid dependently in the inferior vena cava, stable. Also, there was a linear metal fragment in the left anterior peritoneum that might be a migrated limb adjacent to the loops of small bowel. Around seven months later, the progress notes of the patient mentioned that a computed tomographic study showed filter struts penetrated outside >2/3rd length and one strut appeared bent over on itself flipped upwards. Also, it was mentioned that there was fracture and migration of three filter struts with one removed from left posterior rib during a thoracic surgery, another strut seen in right pulmonary artery and another strut seen in small bowel mesentery left side. Around one month later, through the right internal jugular vein approach, the filter was removed. Four of the twelve filter components have fractured and migrated. One fragment was seen superior to the filter apex, detached and in the extravascular retroperitoneum and a second fragment was seen projected over the left abdomen, in the small bowel mesentery. Also, a third fragment was seen projected over the right lung, within a small subsegmental pulmonary arterial branch and the fourth and final detached fragment was previously removed surgically from the left pleural space. During the removal procedure, the right internal jugular vein was accessed, and a 14-french sheath was placed into the infrarenal inferior vena cava below the level of the filter with the tip of the sheath was positioned near the apex of the filter. An inferior venacavogram demonstrated a patent inferior vena cava with focal scarring/stenosis at the level of the filter apex and filter arms and legs were seen penetrated outside the caval wall. Then en snare device was used to attempt to grasp the filter apex, but the apex could not be engaged due to scar tissue. Then a catheter, glide wire, and the 12-20 mm en snare device were used to form a wire loop below the filter apex and traction was applied to the filter along with sheath advanced over the filter apex until meeting a point resistance. The wire loop was removed, and rigid forceps were used to grasp the filter apex. The filter was collapsed and removed with the known remained eight arm and leg components intact. The forceps were again advanced into the inferior vena cava and the remaining retroperitoneal filter fragment could not be grasped with the forceps due to its expected extravascular location. Post removal study showed successful complex retrieval of chronically embedded, penetrated, and fragmented filter. Also, three fractured filter fragments remained in a subsegmental right pulmonary artery, the left abdominal small bowel mesentery, and in the extravascular retroperitoneum near the site of the now removed filter. These fragments were not amenable to endovascular removal. Around two months later, laparoscopic removal of the retained filter struts was performed. During the procedure, the abdomen was prepped, insufflated and the omentum was raised cephalad. Then fluoroscopy was taken to the lower abdomen cavity and there was the finding of a metal filament was noted to be deep in the pelvis at the level of the pelvic inlet by the sigmoid. Then atraumatic grasper was then passed down to the level and with the use of a camera and dissection technique by the level of the upper peritoneal reflection, multiple shots from fluoroscopy showed its presence in the pelvic inlet. Concerns of doing injury either to the rectum or sigmoid were then raised and the procedure was terminated. Around one year later, an x-ray study mentioned that the filter leg was at top l3 and mid l4 level and another filter leg was at mid pulmonary artery. Around one year and ten months later, an x-ray of abdomen and pelvis showed that two fractured legs of the filter were present in the right paramedian location adjacent to the l3 vertebral body and between the left l3 and l4 transverse processes on supine view, respectively. Around two weeks later, a computed tomography of abdomen and pelvis showed that again seen was a small metal fragment posterior to the inferior vena cava from prior filter and it was in stable position. Also, another small metal fragment was seen in the left anterior peritoneum, also relatively stable in position. A comment was provided that two fragments were present but neither of them were by the rib cage as before. Around eight months later, an x-ray of abdomen and pelvis showed that previously described two fractured legs of filter were seen, with the position of the right one on the right side of l2-l3 to be unchanged, and with the one on the left side to be migrated more laterally and superiorly than in the previous study. Around one month later, an x-ray of abdomen and pelvis showed linear radiopaque structures were seen at the right paravertebral region at the level of l1-l2 and filter fragment located in the left upper quadrant. Around one month later, through laparotomy, a filter fragment was removed. An x-ray was performed prior to the surgery which identified the wire in the left upper quadrant. During the procedure, the abdominal incision was made, insufflated and then with the use of the atraumatic graspers, manipulation of the omentum revealed that the wire moved with the omentum. The omentum was c-armed and was able to identify a metallic wire within the specimen that was removed. It was therefore dissected out of the omentum, and a single wire was identified to be intact, and was sent with the omentum for permanent section. Around two months later, it was mentioned that the filter had disintegrated and shed remnants of the filter throughout the body. Therefore, the investigation is confirmed for perforation of inferior vena cava, filter limb detachment, material deformation and retrieval difficulties. However, the investigation is inconclusive for filter tilt and filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; in conjunction with or before orthopedic procedure; and in conjunction with trauma situation/motor vehicle accident. Approximately five years post vena cava filter deployment, a computed tomography scan demonstrated pulmonary embolism in the right lower lobe subsequent follow-up CT scans and ultrasound were performed over the next year; CT scans demonstrated filter limb perforation in the ivc and ultrasound demonstrated dvt in the left leg. Approximately 11 years post filter deployment, diagnostic x-rays demonstrated a thin metallic density located around the 8th rib. Six months later a surgical procedure was performed to remove the foreign body without incident. Approximately 12 years post filter deployment, a CT scan demonstrated filter limb perforation in the ivc with one filter limb bent in an upward position. There were three detached filter limbs; one limb in the right pulmonary artery, one limb in the small bowel mesentery, and one limb was embedded in the ivc wall. Five months later a filter retrieval procedure was performed to remove the filter without incident. Despite an attempt made, the detached limb embedded in the ivc wall was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure.

Event description:
Medical records were received and reviewed. Approximately five years post vena cava filter deployment for a history of pe and a contraindication to anticoagulation, a CT scan demonstrated pe in the right lower lobe. Subsequent follow-up CT scans and ultrasound were performed over the next year; CT scans demonstrated filter limb perforation in the ivc and ultrasound demonstrated dvt in the left leg. Approximately 11 years post filter deployment, diagnostic x-rays demonstrated a thin metallic density located around the 8th rib. Six months later a surgical procedure was performed to remove the foreign body without incident. Approximately 12 years post filter deployment, a CT scan demonstrated filter limb perforation in the ivc with one filter limb bent in an upward position. There were three detached filter limbs; one limb in the right pulmonary artery, one limb in the small bowel mesentery, and one limb was embedded in the ivc wall. Five months later a filter retrieval procedure was performed to remove the filter without incident. Despite an attempt made, the detached limb embedded in the ivc wall was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. New information received: medical records were received and reviewed. The vena cava filter were percutaneously retrieved without incident. No attempt was made to retrieve the three detached filter limbs from the pulmonary artery, retroperitoneum, or the peritoneal cavity. A follow up echocardiogram performed did not demonstrate a pericardial effusion. Approximately six weeks post filter retrieval a pelvis x-ray did not demonstrate a detached filter limb. A laparoscopic procedure was performed throughout the abdominal cavity; although, no metal foreign body was visualized from the laparoscopic camera. However, guided fluoroscopy demonstrated a metal fragment at the level of the sigmoid. The physician felt there was minimal risk to the patient as the metal filament was covered by the peritoneum. A follow-up pelvis x-ray did not demonstrate a radiopaque detached filter limb. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; in conjunction with or before orthopedic procedure; and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, filter limbs detached, perforated into organs, and migrated to the left pleural space, right subsegmental pulmonary artery, left abdominal small bowel mesentery, and extravascular retroperitoneum. The device was removed percutaneously and some of the detached limbs were removed via an open chest procedure after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced chest pain prior to discovering the detached filter limbs. The status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Multiple fractures in the left leg and right ankle; as well as, multiple lacerations of the spleen were sustained from a motor vehicle accident. A vena cava filter was deployed for history of pulmonary embolus, possible dvt due to the leg and ankle fracture and a pending ankle surgery. The filter was deployed inferior to the renal takeoffs, without incident. Approximately five years post filter deployment, a CT scan demonstrated right lower lobe pulmonary emboli. A follow-up CT scan performed approximately five years and nine months post filter deployment demonstrated some filter limbs perforating the ivc wall. Additional follow-up CT scans performed over the next year demonstrated a pericardial effusion, the radiologist reports did not indicate a relationship between the vena cava filter and the pericardial effusion. Ultrasound performed of the lower extremities demonstrated thrombus extending from the left common femoral vein through the left popliteal vein. Approximately 11 years post filter deployment diagnostic x-rays of the ribs demonstrated a thin metallic density noted in the left upper quadrant of the abdomen. Six months following the diagnostic x-rays of the ribs, a surgical procedure was performed to remove the foreign body from underneath the eighth rib without incident. The pleural cavity was not opened; only subcutaneous tissue was dissected to remove the foreign body. The patient was reportedly hemodynamically stable at the conclusion of the surgical procedure. The pathology report indicated that a silver metallic wire measuring 4 cm in length was identified. Subsequent ultrasound procedures demonstrated recurrent dvt extending from the left common femoral vein through the left popliteal vein. Approximately 12 years post filter deployment a CT scan the abdomen demonstrated some filter limbs perforating the ivc wall with one filter limb bent in an upward position. The CT scan demonstrated three detached filter limbs; one filter limb was located in the right pulmonary artery, another was identified in the small bowel mesentery, the third detached limb was embedded in the ivc wall. Approximately 12 years and five months post filter deployment a successful percutaneous filter retrieval procedure was performed. The vena cava filter was captured and retrieved using a snare device and surgical forceps. An attempt to retrieve one detached limb embedded in the ivc wall was unsuccessful. Visual inspection identified four detached filter limbs. Guided fluoroscopy demonstrated one detached limb superior to the filter apex, a second detached limb was projected over the left small bowel mesentery. The third fragment was located in the right pulmonary artery. The fourth detached filter limb was previously removed surgically between the 8th and 9th rib. The filter was sent to pathology for review, the pathology report indicated a blue metallic vena cava filter with no attached tissue, there were eight filter limbs attached to the filter. The no other reported attempts were made to remove the remaining detached filter limbs. The patient was hemodynamically stable at the conclusion of the procedure. Additional medical records review: the vena cava filter was percutaneously retrieved without incident; although, three detached filter legs remained in place. One filter leg located in the right pulmonary artery, one filter leg in the retroperitoneum adjacent to the ivc at l3 l4 the lumbar spine, and a detached leg in the peritoneal cavity. One week post filter retrieval a doppler echo transthoracic echocardiogram was performed to demonstrate mild enlargement of the right ventricular, the systolic wall of the left ventricle, aortic valve, and mitral valve were normal. There was mild to moderate mitral and tricuspid. No pericardial effusion was identified; the estimated ejection fracture was 60 to 65%. A follow-up chest x-ray performed demonstrated the lungs were clear with no large pleural effusions identified, no evidence of active pulmonary tb. Approximately 6 weeks post filter retrieval a pelvis x-ray was performed to rule out foreign body, there was no radiopaque ivc filter limbs identified. Approximately two months post filter retrieval a diagnostic laparoscopic procedure was performed. The laparoscopic cameras did not identify a detached filter limb. The laparoscopic procedure performed inspected the colon and small bowel, from the ligament of treitz all the way to the terminal ileum with no identification of any metallic object. A fluoroscopic c-arm was positioned over the abdominal cavity did not demonstrate any findings of a radiopaque foreign body; however, guided fluoroscopy did demonstrate a metal filament at the level of the sigmoid. The laparoscopic camera was positioned in the lower abdominal cavity; however, the metal filament could not be visualized. The physician felt the metal filament was covered by the peritoneum, in which case, risk to the patient was minimal. The physician felt there was a higher risk in the attempt to remove the metal filament into even place. The following day another pelvis x-ray was performed; the pelvis x-ray did not demonstrate a radiopaque ivc filter wire in the pelvis. No other pertinent patient, device, or medical information was provided. The patient status at this time is unknown. The device was not returned for evaluation. Images were provided for review. Medical records were provided and reviewed. Based on the medical records the investigation is confirmed for detached filter limbs, perforation of the ivc, material deformation and difficult to remove. The investigation can also be confirmed for pe post filter deployment. However, the origin of the pe and the relationship to the filter is unknown based on the provided medical records. Additionally, the investigation is inconclusive for tilted filter. Based upon the available information, the definitive root cause is unknown. The current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation of other acute or chronic damage of the ivc wall acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Filter tilt filter malposition recovery filter removal. Do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Manufacturer narrative:
Hospital/medical records and medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: multiple fractures in the left leg and right ankle; as well as, multiple lacerations of the spleen were sustained from a motor vehicle accident. A vena cava filter was deployed for history of pulmonary embolus, possible dvt due to the leg and ankle fracture and a pending ankle surgery. The filter was deployed inferior to the renal takeoffs, without incident. Approximately five years post filter deployment, a CT scan demonstrated right lower lobe pulmonary emboli. A follow-up CT scan performed approximately five years and nine months post filter deployment demonstrated some filter limbs perforating the ivc wall. Additional follow-up CT scans performed over the next year demonstrated a pericardial effusion, the radiologist reports did not indicate a relationship between the vena cava filter and the pericardial effusion. Ultrasound performed of the lower extremities demonstrated thrombus extending from the left common femoral vein through the left popliteal vein. Approximately 11 years post filter deployment diagnostic x-rays of the ribs demonstrated a thin metallic density noted in the left upper quadrant of the abdomen. Six months following the diagnostic x-rays of the ribs, a surgical procedure was performed to remove the foreign body from underneath the eighth rib without incident. The pleural cavity was not opened; only subcutaneous tissue was dissected to remove the foreign body. The patient was reportedly hemodynamically stable at the conclusion of the surgical procedure. The pathology report indicated that a silver metallic wire measuring 4 cm in length was identified. Subsequent ultrasound procedures demonstrated recurrent dvt extending from the left common femoral vein through the left popliteal vein. Approximately 12 years post filter deployment a CT scan the abdomen demonstrated some filter limbs perforating the ivc wall with one filter limb bent in an upward position. The CT scan demonstrated three detached filter limbs; one filter limb was located in the right pulmonary artery, another was identified in the small bowel mesentery, the third detached limb was embedded in the ivc wall. Approximately 12 years and five months post filter deployment a successful percutaneous filter retrieval procedure was performed. The vena cava filter was captured and retrieved using a snare device and surgical forceps. An attempt to retrieve one detached limb embedded in the ivc wall was unsuccessful. Visual inspection identified four detached filter limbs. Guided fluoroscopy demonstrated one detached limb superior to the filter apex, a second detached limb was projected over the left small bowel mesentery. The third fragment was located in the right pulmonary artery. The fourth detached filter limb was previously removed surgically between the 8th and 9th rib. The filter was sent to pathology for review, the pathology report indicated a blue metallic vena cava filter with no attached tissue, there were eight filter limbs attached to the filter. The no other reported attempts were made to remove the remaining detached filter limbs. The patient was hemodynamically stable at the conclusion of the procedure. Additional medical records review: the vena cava filter was percutaneously retrieved without incident; although, three detached filter legs remained in place. One filter leg located in the right pulmonary artery, one filter leg in the retroperitoneum adjacent to the ivc at l3 l4 the lumbar spine, and a detached leg in the peritoneal cavity. One week post filter retrieval a doppler echo transthoracic echocardiogram was performed to demonstrate mild enlargement of the right ventricular, the systolic wall of the left ventricle, aortic valve, and mitral valve were normal. There was mild to moderate mitral and tricuspid. No pericardial effusion was identified; the estimated ejection fracture was 60 to 65%. A follow-up chest x-ray performed demonstrated the lungs were clear with no large pleural effusions identified, no evidence of active pulmonary tb. Approximately 6 weeks post filter retrieval a pelvis x-ray was performed to rule out foreign body, there was no radiopaque ivc filter limbs identified. Approximately 2 months post filter retrieval a diagnostic laparoscopic procedure was performed. The laparoscopic cameras did not identify a detached filter limb. The laparoscopic procedure performed inspected the colon and small bowel, from the ligament of treitz all the way to the terminal ileum with no identification of any metallic object. A fluoroscopic c-arm was positioned over the abdominal cavity did not demonstrate any findings of a radiopaque foreign body; however, guided fluoroscopy did demonstrate a metal filament at the level of the sigmoid. The laparoscopic camera was positioned in the lower abdominal cavity; however, the metal filament could not be visualized. The physician felt the metal filament was covered by the peritoneum, in which case, risk to the patient was minimal. The physician felt there was a higher risk in the attempt to remove the metal filament into even place. The following day another pelvis x-ray was performed; the pelvis x-ray did not demonstrate a radiopaque ivc filter wire in the pelvis. No other pertinent patient, device, or medical information was provided. The patient status at this time is unknown.

Event description:
Medical records were received and reviewed. Approximately five years post vena cava filter deployment for a history of pe and a contraindication to anticoagulation, a CT scan demonstrated pe in the right lower lobe. Subsequent follow-up CT scans and ultrasound were performed over the next year; CT scans demonstrated filter limb perforation in the ivc and ultrasound demonstrated dvt in the left leg. Approximately 11 years post filter deployment, diagnostic x-rays demonstrated a thin metallic density located around the 8th rib. Six months later a surgical procedure was performed to remove the foreign body without incident. Approximately 12 years post filter deployment, a CT scan demonstrated filter limb perforation in the ivc with one filter limb bent in an upward position. There were three detached filter limbs; one limb in the right pulmonary artery, one limb in the small bowel mesentery, and one limb was embedded in the ivc wall. Five months later a filter retrieval procedure was performed to remove the filter without incident. Despite an attempt made, the detached limb embedded in the ivc wall was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. New information received: medical records were received and reviewed. The vena cava filter were percutaneously retrieved without incident. No attempt was made to retrieve the three detached filter limbs from the pulmonary artery, retroperitoneum, or the peritoneal cavity. A follow up echocardiogram performed did not demonstrate a pericardial effusion. Approximately six weeks post filter retrieval a pelvis x-ray did not demonstrate a detached filter limb. A laparoscopic procedure was performed throughout the abdominal cavity; although, no metal foreign body was visualized from the laparoscopic camera. However, guided fluoroscopy demonstrated a metal fragment at the level of the sigmoid. The physician felt there was minimal risk to the patient as the metal filament was covered by the peritoneum. A follow-up pelvis x-ray did not demonstrate a radiopaque detached filter limb. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; in conjunction with or before orthopedic procedure; and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, filter limbs detached, perforated into organs, and migrated to the left pleural space, right subsegmental pulmonary artery, left abdominal small bowel mesentery, and extravascular retroperitoneum. The device was removed percutaneously and some of the detached limbs were removed via an open chest procedure after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced chest pain prior to discovering the detached filter limbs. The status of the patient is unknown.